Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level of 512 mg/dl and diabetic ketoacidosis. The cause was unknown. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to follow up with the customer; however, a response was not received.